Event description:
Reporter alleged the customer obtained a result of 193 mg/dl on the advantage system and took an unspecified amount of insulin based on that reading. Reporter stated that the customer passed out and fell 15 minutes later, breaking his ankle. Reporter called the emts who arrived 20 minutes later, obtained a result of 22 mg/dl on their system, and treated the customer with glucose before taking him to the hospital. Reporter stated, he was hospitalized for 2 days and then in rehabilitation for 13 days. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Event description:
Reporter alleged the customer obtained a result of 193 mg/dl on the advantage system and took an unspecified amount of insulin based on that reading. Reporter stated that the customer passed out and fell 15 minutes later, breaking his ankle. Reporter called the emts who arrived 20 minutes later, obtained a result of 22 mg/dl on their system, and treated the customer with glucose before taking him to the hospital. Reporter stated he was hospitalized for 2 days and then in rehabilitation for 13 days. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.